Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis noted opening curved on anterior and white particles in the shell leak test and microscopic analysis was performed which identified: striated opening on anterior, delamination total of the valve, opening crack, creases fold and wear abrasion. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. A cracked valve seat diaphragm valve. A delamination total of the valve (adhesive failure). Additional, changed, and/or corrected data: b.5, d.7, d.10, g.3, h.3, h.6.

Event description:
Device has been explanted.